Event description:
Event description guidant received information that this lead was explanted due to high thresholds, and impedance measurements of greater than 2500 ohms. Additionally, while attempting to reposition the lead, the helix would not extend despite multiple turns.